Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information added to section b2, h1, annex codes e, f, d. Section b5 additional information : the pre-ion procedure CT scan on (B)(6) 2023 showed a solid nodule located in the left lobe, apicoposterior segments 1 and 2 and with visual presence in the bronchus. The nodule was measured as 29mm axial, 28mm coronal and 30mm sagittal. The pathology biopsy report of (B)(6) 2023 that was obtained during the ion procedure showed metastatic cancer from the breast. On (B)(6) 2023, the patient was reported to be experiencing shortness of breath and was admitted for antibiotic and oxygen treatment. The patient was also seen by palliative care, and was given morphine and haloperidol for breathlessness. The antibiotic was switched to tazocin (piperacillin and tazobactam) as the patient¿s temperature kept rising. On (B)(6) 2023, the patient's lung function deteriorated, requiring an increased volume of oxygen. The patient passed away on (B)(6) 2023, 3 weeks post-ion procedure. The cause of death was determined to be pneumonia and metastatic breast cancer. The study investigator did not think patient¿s death was related to the ion procedure or any of the ion products. A system log review revealed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. Device history record (DHR) review for the device(s) involved with the reported procedure found no non-conformances to be related to this event. Review of the information performed by an isi medical safety officer (mso) concluded that a patient underwent an ion bronchoscopy and biopsy on (B)(6), 2023 where a 3cm nodule was endoluminally visible with associated bronchial narrowing. The procedure was completed successfully without issue and the patient was discharged post-cxr. Later the same day the patient presented to an emergency department with breathlessness and sore throat, was admitted and treated with antibiotics and nebulizers with resolution of the pneumonia. The patient was later re-hospitalized for worsening respiratory symptoms in the setting of advanced metastatic breast cancer with spread to the lung for which she was unable to receive treatment. Palliative care was initiated, the patient continued to deteriorate and ultimately died on (B)(6), 2023. The available data is consistent with the adverse event being related to the underlying metastatic breast cancer with spread to the lung and not to the procedure, study device, instruments, or accessories. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 4 associated deaths (0.02%). Another prospective multicenter international study of 1,215 reported 1 associated death (0.08%). A recent meta-analysis of navigational bronchoscopy in 10,381 cases reported an overall adverse event rate of 5.6% with 1 death (0.01%). Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. --kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023.

Manufacturer narrative:
Based on the current information provided, the cause of the bronchial infection cannot be determined. There was no claim against the product and no indication of a product issue, and thus there is no indication that the device directly caused the reported event. A follow-up MDR will be submitted if additional information is received. Review of the events performed by an isi medical safety officer (mso) concluded that an 80-year-old female underwent an ion endoluminal bronchoscopy and biopsy of a left upper lobe 3 cm mass on may 16, 2023. The nodule was endoluminally visible with associated bronchial narrowing. Endobronchial biopsies were obtained utilizing a 23g needle, forceps as well as a bronchoalveolar lavage. The procedure was completed successfully without issue and the patient was discharged home post procedure after a post procedure cxr was completed. Later the same day the patient presented to a local accident and emergency with breathlessness and sore throat. This was treated with antibiotics and nebulized medications. The patient had a prolonged hospitalization due to social support needs. There was no report of malfunction of the ion system, accessories or instruments. Navigational bronchoscopy is a minimally invasive and safe procedure. A recent meta-analysis of 10,381 patients reported an overall adverse event rate of 5.6% with a pneumonia/infection rate of 0.2%. Other reports have described rates as high as 6.1% in patients with lung cancer attributed to anatomic changes and underlying co morbidities. Cavitation, intratumoral low density areas, bronchial stenosis, low serum albumin and tumors =3cm have specifically been associated with a higher risk of infectious complications post bronchoscopy. This patient had at least 2 of these risk factors including 3 cm size and bronchial stenosis. Based on the available data the reported bronchial infection is possibly related to the procedure but is not related to the study device.

Event description:
It was reported the patient underwent an ion endoluminal lung biopsy procedure as part of the clinical study on (B)(6) 2023 for a left upper lobe 3 cm mass. The nodule was endoluminally visible with bronchial narrowing. Endobronchial biopsies were obtained using a 23g needle and forceps. A bronchoalveolar lavage was performed as well. The procedure was completed successfully without issues and the patient was discharged home the same day after a post procedure chest x-ray was completed. Later that day, the patient presented to the emergency room with breathlessness and sore throat. She was diagnosed with bronchial infection and treated with antibiotics as well as nebulized medications. The reported event was resolved on (B)(6) 2023. The patient required prolonged hospitalization due to social support needs. There was no report of malfunction of the ion system, accessories or instruments.